Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was informed they could continue using the pump and to reach out if the issue reappeared.